Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in this complaint could not be conducted since neither the device nor a picture of the device was provided. The actual lot number for the device involved was unknown, however two potential lot numbers were submitted: 74f1601003 and 74d1600728. The device history record (DHR) of batch number 74f1601003/74d1600728 that belong to catalog number 1115 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. DHR shows that the product was assembled and inspected according to our specifications. Material from the production line was inspected, and no issues were detected related to this complaint. The customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation and determine the source of the alleged defect reported it is necessary to evaluate the device involved on this complaint. The root cause is unknown at this time. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer complaint alleges "they noted a leak in the tubing where the tubing goes into the connector to connect to the oxygen flowmeter". Alleged event occurred during a nebulizer treatment. Report indicates not injury or potential health risk to patient.